Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is having surgery to replace their battery. It was noted that the patient were pleased with the results of their therapy prior to battery expiration. No further information was reported.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was seeing an elective replacement indicator (eri) and when they tried to clear the eri message they saw an end of service (eos) message. The patient realized that they hadn't been feeling stimulation as much and that they simply "got used to it" and wasn't paying attention. They noticed that they didn't feel the tingling anymore. No further complications reported.